Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An internal operation director reported that during an intraocular lens (iol) implant procedure, the iol was not sitting properly. The surgeon decided to remove it. There was no enlarged incision. A suture was used. The patient was left aphakic. Additional information was requested.